Manufacturer narrative:
B3. Date of event: actual event date is unknown. Approximated to one year before explant procedure per reported information.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer inflating for approximately one year. The ipp was explanted. Upon explant, it was discovered that there was a tear in left cylinder. The reservoir and cylinders were empty on removal. The ipp was replaced. No patient complications reported.